Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient felt an increase in stimulation when they were standing next to an automatic door. They described the stimulation as a big bzzz. The overstimulation was quick and they do not currently feel it. The event date was asked but unknown. The patient indicated that it was around (B)(6). Patient services reviewed device information with the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.